Event description:
It was reported the device had a hole in the catheter and a fluid leak occurred. A 2.4 mm jetstream xc catheter was selected for a percutaneous transluminal angioplasty/atherectomy procedure in a coronary artery to treat coronary artery disease (cad). During insertion of the device, a bubble error displayed due to a fluid leak from a hole in the middle of catheter. The device was removed and remained intact. Another device of a different model was used to complete the procedure. There were no patient complications.

Event description:
It was reported the device had a hole in the catheter and a fluid leak occurred. A 2.4mm jetstream xc catheter was selected for a percutaneous transluminal angioplasty/atherectomy procedure in a coronary artery to treat coronary artery disease (cad). During insertion of the device, a bubble error displayed due to a fluid leak from a hole in the middle of catheter. The device was removed and remained intact. Another device of a different model was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination revealed a hole in the sheath 38cm from the tip. Microscopic examination revealed no additional damages. Functional testing was performed, and the device was able to prime and run. There was a leak coming from the hole. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis found a hole in the sheath.